Event description:
It was reported that a pt experienced a rash believed to have been caused by the v.a.c. Dressing or drape.

Manufacturer narrative:
Add'l info provided by the healthcare provider (home health nurse) indicates the pt was receiving v.a.c. Therapy for a left heel wound and developed a red, raised rash underneath the drape and her face got blotchy, red and swollen indicating a systemic reaction. The healthcare provider also indicates that the pt took benadryl (by mouth) a few times, but discontinued use because it made her sleepy. She indicates that the reaction resolved. The healthcare provider further indicates that the pt was "bound to develop a reaction" because she had a similar reaction to a medicated patch.